Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted due to rectocele, cystocele, and urethrocele. It was also reported that the patient underwent tvh/bso on (B)(6) 2009 due to uterine prolapsed and had enterocele repair. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele, cystocele, urethrocele and urovaginal prolapse. It was reported that patient underwent enterocele repair and uterosacral ligament plication on (B)(6) 2009 due to uterine prolapse and enterocele. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.